Event description:
It was reported in the article, "influence of postimplant mitral regurgitation on durable left ventricular assist device outcomes" that heartmate 3 patients experienced adverse outcomes, including right ventricular (rv) failure, aortic insufficiency (ai), bleeding, infection, renal failure, and death. In a left ventricular assist device (lvad) cohort from 2006 to 2017 and examining outcomes spanning multiple different lvad devices, the study reported significant post implant mitral regurgitation (pi-mr) was associated with an increased risk of rv failure, renal failure, but not lvad mortality. It was stated in the article that the "present study evaluated the association of pi-mr on outcomes in this setting to reduce the confounding issues of lvad thrombosis and subsequent device exchange." However, no thrombosis was reported as an outcome, and there was no other mention of thrombosis in the article. The study sample included adults aged 19 years or older undergoing primary implantation of a fully magnetically levitated centrifugal flow durable vad from 01aug2017 to 31dec2021. The heartmate 3 (hm3) device (abbott labs) was the only fully magnetically levitated centrifugal flow durable lvad in sts intermacs. Significant pi-mr is defined as moderate-to-severe mr identified on follow-up echocardiography at 1 or 3 months post-lvad. The end points of the study included patient survival and freedom from readmission at 2 years, both conditional on 3-month survival. Other endpoints included right ventricular assist device (rvad) use, cardiac arrhythmia, renal failure, gastrointestinal bleeding, infection, and stroke. Within 3 months post-lvad implantation, 340 (11.9%) patients had significant (moderate or severe) pimr, and 2518 (88.1%) had none or mild pi-mr. Moderate or severe pi-mr was associated with increased hospital readmissions compared with none or mild pi-mr (p = .005) as well as increased post-lvad renal failure, and stroke. Patient excluded included the following: lvad exchange as first lvad in intermacs database (n = 192), patients died in the first 3 months after implantation (n = 700), patients who received a heart transplant within 3 months after implantation (n = 74), concomitant aortic valve replacement or replacement (avr/r) (n = 238), concomitant mitral valve repair or replacement (mvr/r) (n = 495), no pre-implantation echo (n = 765), no post-implant echo data within 3 months of surgery (n = 4011), and patients with moderate or severe al at 1-month or 3-month echo (n = 194). Based on the exclusion data, hm 3 patients also experienced lvad exchange, mortality, heart transplant, and moderate to severe aortic insufficiency (ai).

Manufacturer narrative:
Section b3: date of event has been entered as 23jun2025, same as published date since the date of data collection was not provided. Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Author information: pegues, j., danesh, s., cascino, t. M., cowger, j. A., rosenbaum, a., colvin, m. M., aaronson, k. D., yang, j., likosky, d. S., pagani, f. D., & tang, p. C. (2025). Impact of post-implant mitral regurgitation on durable left ventricular assist device outcomes. The journal of thoracic and cardiovascular surgery. Https://doi.org/10.1016/j.jtcvs.2025.06.019 department of cardiac surgery and division of cardiovascular medicine, university of michigan frankel cardiovascular center, ann arbor, mich; manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported outcomes could not be conclusively determined through this evaluation. It was reported in the article "influence of postimplant mitral regurgitation on durable left ventricular assist device outcomes" that heartmate 3 patients experienced adverse outcomes, including right ventricular (rv) failure, aortic insufficiency (ai), bleeding, infection, renal failure, and death. In a left ventricular assist device (lvad) cohort from 2006 to 2017 and examining outcomes spanning multiple different lvad devices, the study reported significant post implant mitral regurgitation (pi-mr) was associated with an increased risk of rv failure, renal failure, but not lvad mortality. It was stated in the article that the "present study evaluated the association of pi-mr on outcomes in this setting to reduce the confounding issues of lvad thrombosis and subsequent device exchange." However, no thrombosis was reported as an outcome, and there was no other mention of thrombosis in the article. The study sample included adults aged 19 years or older undergoing primary implantation of a fully magnetically levitated centrifugal flow durable vad from 01aug2017 to 31dec2021. The heartmate 3 (hm3) device (abbott labs) was the only fully magnetically levitated centrifugal flow durable lvad in sts intermacs. Significant pi-mr is defined as moderate-to-severe mr identified on follow-up echocardiography at 1 or 3 months post-lvad. The end points of the study included patient survival and freedom from readmission at 2 years, both conditional on 3-month survival. Other endpoints included right ventricular assist device (rvad) use, cardiac arrhythmia, renal failure, gastrointestinal bleeding, infection, and stroke. Within 3 months post-lvad implantation, 340 (11.9%) patients had significant (moderate or severe) pimr, and 2518 (88.1%) had none or mild pi-mr. Moderate or severe pi-mr was associated with increased hospital readmissions compared with none or mild pi-mr (p = .005) as well as increased post-lvad renal failure, and stroke. Patient excluded included the following: lvad exchange as first lvad in intermacs database (n = 192), patients died in the first 3 months after implantation (n = 700), patients who received a heart transplant within 3 months after implantation (n = 74), concomitant aortic valve replacement or replacement (avr/r) (n = 238), concomitant mitral valve repair or replacement (mvr/r) (n = 495), no pre-implantation echo (n = 765), no post-implant echo data within 3 months of surgery (n = 4011), and patients with moderate or severe al at 1-month or 3-month echo (n = 194). Based on the exclusion data, hm 3 patients also experienced lvad exchange, mortality, heart transplant, and moderate to severe aortic insufficiency (ai). The reported information was obtained through a literature review. The heartmate 3 device serial numbers and other specific case/patient information are not available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.